Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 1.5 ml of insulin. Customer¿s blood glucose was 71 mg/dl. Reportedly, customer added insulin to cartridge and loaded successfully.